Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation:visual analysis of the returned device identified: opening, weight to the spec, brown particles on the surface of the shell, crease fold. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on radius assessed as unidentified (tear) opening. The events of "seroma and capsular contracture" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and seroma.

Event description:
Healthcare professional reported left side rupture, seroma, and capsular contracture baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5; b.6; g.1; h.6.

Event description:
The device has been explanted.